Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient no longer wanted the device as he felt that it was not helping. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/ 385286, description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg will be replaced for unknown reason.

Event description:
A report was received that the patient was experiencing tenderness, irritation and pain at the pocket site. The patient lost weight and there was thinning of the subcutaneous pocket. The patient will undergo a revision procedure wherein the ipg will be replaced and the new ipg will be placed deeper in the subcutaneous tissue.

Event description:
A report was received that the patient's ipg will be replaced for unknown reason.